Event description:
The customer reported that the batteries discharged and there were problems with the system booting up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the sbc battery and reset the cmos re-set. The mbc battery was replaced. The system was repaired, found to be operating as intended, and released to the customer for use.